Event description:
This report is #1 of 6 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The returned aiming arm was manufactured in august 2009 and is over 3 years old. The returned insertion handle was manufactured in may 2009 and is over 3 years old. During this evaluation, the returned insertion handle, aiming arm, cannulated connecting screw, protection sleeve and drill sleeve from this complaint were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the alignment of the returned devices. The mating known good parts included a short trochanteric fixation nail and ball hex screwdriver. The construct assembled and the drill sleeve aligned with the short tfn distal hole as intended. The complaint condition of the drill sleeve missing the distal nail hole could not be replicated during this evaluation. The trochanteric fixation nail risk analysis adequately addresses this complaint condition as less severe. Specifically, the risk associated with the 4th hazard listed under instrumentation on assembly - instrumentation does not target the implants, both proximal and distal locking - is assessed as less severe with a moderate severity of harm 3 and an improbable probability of occurrence 1. The complaint condition could not be replicated during this evaluation. The returned insertion handle and aiming arm were assembled with known good parts of the construct and enabled an adequate construct during this evaluation. The helical blade aligned and passed through the tfn as intended. The design is adequate for its intended use and did not contribute to this complaint condition.

Event description:
It is reported that during an procedure on (B)(6) 2013 while drilling the distal locking screw for a short tfn nail through the drill protection sleeve at the 130 degree aiming arm the 4.0mm calibrated drill bit was hitting the posterior of the nail and skiving off posterior to the nail. Reportedly the surgeon confirmed the insertion handle and connecting screw were tight to the proximal end of the nail and the aiming arm was secured to the insertion handle. The drill bit could not drill center to the nail hole. As a result of this the surgeon had to free hand drill without the sleeves and the aiming arm in order to locate the center of the distal nail screw hole and insert the distal 5.0mm screw. This is for the insertion handle f/trochanteric fixation nails. This is 1 of 6 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.